Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that they were unable to zero the arterial line while pacing a patient. There was no patient harm.